Event description:
It was reported that the handpiece gave an overtemperature error code during the case. The handpiece error was bypassed and the case was continued and completed with no pt consequence.